Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of loose e-coupler screw causing wobble was traced to component failure due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the video adapter had a loose e-coupler screw causing it to wobble. There was no patient involvement.